Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 22-dec-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine 25 mg/ml at 8.256 mg/day via an implanted pump. It was reported at the case for a normal pump replacement, the neurosurgeon attempted to aspirate from the catheter but could not. There were no reports of therapy concerns leading up to this pump replacement. It was noted the patient size and drug concentration were likely contributing factors to not being able to aspirate as well. It was further reported the pump was filled with 10 mg/ml of morphine, but they were not able to aspirate the catheter which had 25 mg/ml morphine in it. The dose per day was not changing at 8.256 mg/day. It was reviewed that a normal bridge would be appropriate to program and discussed doing an advanced prime. Additional information was received from the rep on 2021-mar-13 indicated they had to program a bridge bolus that would last 13 hours. It was noted after 13 hours, the patient started having symptoms of withdrawal. The pentec nurse saw the patient yesterday on (B)(6) 2021 and increased the pump dose 5%. Logs and programming were checked, no problems found.

Manufacturer narrative:
Concomitant medical product: product ID 8709 serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2021 from a healthcare provider (hcp) via a company representative who reported that the cause for the inability to aspirate was not determined. With regards to additional actions taken regarding the patient¿s withdrawal symptoms after the procedure, it was noted that they did check to make sure the bolus calculations were done correctly. They increased the dose 5% on (B)(6) 2021 and on (B)(6) 2021 gave a .5 mg bolus. Then on (B)(6) 2021, the catheter was replaced and this morning the patient was doing much better now.